Event description:
The customer reported the system displayed a pre-charge error code. This error will prevent the system from booting. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The batteries were replaced and the charger board was adjusted. Connectors on a circuit board were reseated as well. The system was then found to be operating as intended.